Event description:
New information indicated that the lead was capped due to oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The patient was brought into the clinic and an attempt to reproduce the noise with pocket manipulation and isometrics was unsuccessful. No intervention was reported. The patient would be monitored with routine follow up.